Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent robotic assisted tlh, lysis of adhesions, urethral dilation, cystoscopy on (B)(6) 2013 due to pelvic pain, fibroids, probable post ablation syndrome, dysuria, pelvic adhesive disease. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a cystoscopy and pubovaginal sling with autologous fascia on (B)(6) 2015 due to stress urinary incontinence. It was reported that patient underwent urethral dilation and cystoscopy on (B)(6) 2015 due to urinary retention after autologous pubovaginal sling. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.